Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (arrhythmia alarm/adjust belt messages) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was receiving adjust belt messages.